Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced a ventral hernia, two lower midline hernias, and a right lower quadrant hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a ventral hernia, two lower midline hernias, and a right lower quadrant hernia coincident with automated peritoneal dialysis therapy. The hernias occurred after beginning automated peritoneal dialysis therapy. The cause of the hernias was unknown. The hernias had not worsened with peritoneal dialysis therapy. The hernias were manifested by abdominal pain. Approximately four months prior to the receipt of this report, the patient was hospitalized to undergo a hernia repair surgical procedure for all of the hernias. On an unknown date, dianeal therapy was stopped and on an unknown date following the hernia repair surgical procedure, the patient started on hemodialysis therapy. On an unknown date, the patient stopped hemodialysis therapy. After six days of hospitalization, the patient was discharged. The patient was recovered from the events. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A device history review revealed no issues that could have caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.